Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastric ulcer during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip was stuck from the catheter to deploy. In the stages of deployment, snap and crackle were felt but there was no pop. The clip was wiggled continually in order to release the clip, and then the handle itself broke. The wire cutters was about to use; however, the clip finally came loose from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: the customer provided a photo showing the handle broke and the control wire was kinked.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.